Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify failed battery test due to blank display. Pump received with stripped battery cap(p) coin slot.

Event description:
Customer¿s mother reported via phone call that the insulin pump was battery failed alarm. Customer blood glucose level was unknown. Customer mother also stated that they are not able to remove battery cap. The device will be returned for analysis.